Event description:
A malfunction alarm occurred with the customer's pump, and it was identified with a malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer reported at least three occurrences of the same malfunction, but no resets were done in the last 24 hours. Technical support decided to replace the pump since it was still under warranty. The customer agreed to continue using the current pump until the replacement arrives.